Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a short within the cable connecting the distribution node to the rear therapy electrodes. The root cause for the short in the cable could not be positively identified. No adverse event resulted from the defective electrode belt.